Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cervical prolapse, vaginal vault prolapsed with enterocele, cystocele, urethra hypermotility, rectocele, and disrupted perineal body and mesh was implanted. It was reported that at the time of mesh implantation, the patient underwent the concurrent procedures of anterior & posterior colporrhaphy, transvaginal enterocele repair with vaginal vault suspension (high mccall¿s culdoplasty), cystoscopy, and perineorrhaphy. It was reported that the patient underwent ¿a partial excision of the mesh in 2009¿. It was reported that on (B)(6) 2010 follow up vaginal exam there was no exposed mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, hematuria, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urgency, hematuria, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a total transvaginal hysterectomy as a concurrent procedure.